Event description:
It was reported by service report that the main power cord and auxiliary cord had both had broken ground prongs. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: main and auxiliary power cord were missing the ground prongs.